Event description:
It was reported that during the implant attempt, the lead dislodged while slitting the sheath. The sheath was attempted and not used. The physician used another sheath to finish the implantation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.